Event description:
It was reported that the pt returned to the clinic for her three month f/u. Her mother reported that originally the pt had great performance but recently was reporting poor sound quality and discomfort with her speech processor. Pt's mother was questioned, and reported no head trauma, injuries, or illnesses. Testing showed significant changes since the last visit on (B)(6) 2012 with both hi and sc electrode channels. An x-ray showed correct placement of the device within the cochlea.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.